Manufacturer narrative:
This bone cement is manufactured at heraeus-kulzer and distributed. Cause cannot be definitively determined. The manufacturing protocol revealed no inconsistencies or irregularities.

Event description:
It is reported that the hospital went to use the bone cement and both boxes were missing a liquid container.